Manufacturer narrative:
A supplemental MDR is being submitted due to imaging review and engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed that the thv is under-expanded with thickening and calcium of all 3 leaflets. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 9 months post tavr procedure with a 23mm sapien 3 valve, the valve failed due to stenosis as diagnosed per echocardiogram. The patient presented with symptoms of shortness of breath, orthopnea, peripheral edema, fatigue and chest tightness. In response, the oral anticoagulant was transitioned from xarelto to warfarin. A repeat transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) were completed at 3 and 5 months post initial stenosis diagnosis, which confirmed the severe aortic stenosis. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve. Per report, the patient was alive at end of the procedure. Per internal review of provided imaging by an edwards physician's proctor: review of tee and CT performed at one month prior to valve in valve showed calcific leaflets with reduced excursion and mild to moderate central aortic insufficiency. The mean gradient is 68mmhg, with aortic valve area (ava) about 0.6cm^2. The CT shows thickening and calcium at all 3 leaflets. In addition, the thv is under-expanded at 20.6 mm with 0.5mm added for outer diameter at mid valve. Early structural valve deterioration (svd) may have occurred here due to under-expansion of the valve. Or, if this patient was receiving hemodialysis, this could be another reason."

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years post tavr procedure with a sapien 3 valve, the valve failed due to stenosis. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve. Per report, the patient was alive at end of the procedure.

Manufacturer narrative:
The investigation is ongoing.